Manufacturer narrative:
Upon follow-up, the customer indicated that the patient was admitted to the hospital with a diagnosis of hypomagnesemia. The customer pathologist advised that the patient had other medical conditions that contributed to being admitted to the hospital and it was not solely just the low magnesium results. The customer and doctor confirmed that there was no harm or adverse effect to the patient from the medication. Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and performed troubleshooting. The fse replaced the wash dispenser unit, reagent probe and sample probe to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low magnesium (mg) patient results from the stat wheel on their dxc 700 au chemistry analyzer. The customer reported (1) erroneous low mg patient result reported outside of the laboratory which resulted in a change in patient treatment. The patient was admitted to the hospital and administered magnesium and other medication. The patient sample was tested on a different analyzer with results considered correct. The customer provided data for one (1) patient sample.